Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 scope communication error and no image was caused due to defective plug unit and printed circuit board and fluid invasion in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm. However, no additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited "scope communication error b30 on tower when connecting scope to processor." There were no reports of patient involvement.